Manufacturer narrative:
Date of report : 06/05/2019, date rec¿d by MFR : 06/10/2019. Failure analysis on the returned sensor board shows that the l7 broken off on the sensor board created the no display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20feb2019. The philips service engineer (se) inspected the device. The customer replaced the sensor printed circuit board assembly (pcba) to address the issue.

Event description:
It was reported that upon booting up the ventilator, a white display was observed. There was no patient involvement. The event date was not specified; estimate used.